Event description:
Pt getting out of bed stretched catheter to the point of breakage. 6 cm of catheter remained in pt's urethra/bladder while remainder was on floor. Pt had to undergo cystoscopy to remove remainder of catheter.